Manufacturer narrative:
Additional patient code(s): pulmonary embolism (1498), pain (1994) appropriate term/code not available (3191) ¿ device tilt. Appropriate term/code not available (3191) ¿ device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to being unable to take anticoagulants. Patient alleges filter migration, filter tilt, vena cava perforation, organ perforation, and post implant deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient further alleges ¿migration, tilt, vowel, pain, and other.¿ the patient also further alleges limitation to physical activities and post traumatic stress disorder (ptsd). (B)(6) 2010 - x-ray placement of vein filter. "The inferior vena cava filter was deployed percutaneously. A celect inferior vena cava filter was deployed percutaneously, via the antegrade right common femoral vein approach. Complete expansion of the deployed filter, as well as correct anatomic positioning of the deployed filter within the infrarenal inferior vena cava, were confirmed venographically." Impression: "fluoroscopically-guided percutaneous deployment of an inferior vena cava filter, within the infrarenal inferior vena cava." (B)(6) 2019 - CT abdomen without contrast. Findings: "imaged iliac veins and ivc normal in caliber and contour. Left retroaortic renal vein drains into the ivc at the level of l3. Single right renal vein draining into ivc at l2. 5 cm length greenfield ivc filter positioned in the peripheral ivc with the cone of device at the margin of retroaortic left renal vein and the superior tip/hook of the device extending across a left renal vein-ivg junction for 1.5cm. 11 limbs, of which 4 extend beyond the ivc wall. As assessed on the axial images, 12 o'clock position limb extends anteriorly outside the lumen abutting the distal abdominal aorta at the bifurcation; 9 o'clock limb extends into right psoas muscle, 6 o'clock limb abuts l4-5 anterior disc osteophyte complex; 4 o'clock positioned limb extends into the retroperitoneum posterior to the aorta. Other limbs contained within the ivc wall. No pericaval retroperitoneal inflammatory changes.¿ impression: "greenfield ivc filter positioned to the peripheral margin of left retroaortic renal vein. Four of eleven limbs extends beyond the ivc wall, as detailed above.¿

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. New pulmonary embolism as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dvt, pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: migration, tilt, vena cava/organ perforation, pulmonary embolism, deep vein thrombosis, pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, annex g, annex b, annex c, annex d, and h6. Investigation investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g., intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
14mar2019, per a report from computed tomography 2; ¿filter tilt: yes. Impressions: the filter is not tilted but the cone of the filter is against the anterior wall of the ivc. The anterior strut penetrates 5 mm through the ivc wall. The left strut penetrates 4 mm through the ivc wall. The posterior strut penetrates 13 mm through the ivc wall. It penetrates into a vertebra where there are chronic reactive changes. The right strut penetrates 7 mm through the ivc wall.¿

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2010". It is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.